Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to have a conductor fracture that was being verified via fluoroscopy. This lead was explanted. The patient was hospitalized and was treated with antibiotics intravenously. No additional adverse patient effects were reported.